Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was performed to treat a lesion in the proximal circumflex artery with moderate calcification. The 4.5 x 12 mm nc trek balloon dilatation catheter (bdc) was advanced without issue and inflated to 17 atmospheres (atm), for 27 seconds. A second inflation was made to 17 atm, for 30 seconds; however, the balloon would only partially deflate. During removal, resistance was noted inside the guide catheter. When the balloon portion of the bdc reached the introducer sheath, the balloon became stuck and then separated. The introducer sheath was removed with the separated balloon portion and no intervention was needed. The procedure was complete and no further devices were used. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported separation was confirmed. The reported deflation issue, difficulty removing the device from the introducer sheath and guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue with this device. It should be noted that the nc trek rx, global, instruction for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported separation and difficulty removing the device appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.